Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1568 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tube of the port needle is leaking directly at the holder. Per hcp, incorrect application can be excluded. It was noticed when piercing. It had to be stung twice.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set was confirmed and the cause appeared to be associated with the manufacturing process. One ez huber infusion set was returned for investigation. The safety mechanism was engaged over the needle tip. A functional test revealed fluid leaking from the interface between the extension set tubing and the needle housing. A microscopic examination of the leak site revealed gaps in the adhesive bond between the extension set tubing and the needle housing. The manufacturing facility was notified of the complaint. Reynosa evaluation complaint due to ¿port needle is leaking directly at the holder¿ was confirmed. According with the photo evaluation performed at reynosa facility and evaluation performed at vad lab the following was concluded: a closer view revealed an uneven adhesive fillet between the clear extension tubing and the needle housing joint and the insertion depth of the extension tubing was not enough. Leakage at the interface between the extension set tubing and the needle housing was confirmed. This condition was caused during the assembly/bonding process and makes the device unusable for patient¿s treatment. Therefore, the cause of this condition is manufacturing related. Also, as part of reinforcement about this issue an awareness communication was provided to all personnel involved on this operation.

Event description:
It was reported that the tube of the port needle is leaking directly at the holder. Per hcp, incorrect application can be excluded. It was noticed when piercing. It had to be stung twice.